Manufacturer narrative:
(B)(4). Device 1: serial number: (B)(6). Device 2: serial number: (B)(6). Method: the complaint rd900 neopuff infant resuscitators were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and performance tested by a trained f&p technician. Results: visual inspection and the performance testing of the complaint rd900 neopuff infant resuscitators revealed the following: device 1: serial number: (B)(6): both the manometer and the valve system passed the testing and performing as intended. Therefore, we could not confirm the reported event. Device 2: serial number: (B)(6): it was revealed that the manometer was out of specification, but the valve system passed the functional test, performing as intended. Conclusion: we are unable to determine the cause of the reported events. However, it is possible that the manometer became out of specification if the manometer being subjected to an impact, or the internal components have been deteriorated and worn out. This manometer was manufactured in 2006 and has passed its service life. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.

Event description:
A healthcare facility in (B)(6) reported that manometer needles of two rd900 neopuff infant resuscitators did not read the pressure correctly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Device 1: serial number: (B)(6). Device 2: serial number: (B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in virginia reported that manometer needles of two rd900 neopuff infant resuscitators did not read the pressure correctly. There was no reported patient involvement.